Manufacturer narrative:
Additional information was received. The reporter stated the lens was removed and exchanged on (B)(6)b 2019, this resolved the problem. Cause of the event is reported as patient related factor. "Patient and doctor are happy." Added explant date of (B)(6) 2019. Patient code - 2692 no known impact or consequence to patient to 3191 no code available - secondary surgery, lens exchange. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7, -13.00/1.5/090 (sphere/cylinder/axis) , implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens remains implanted. Reporter indicated lens exchange planned. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.